Event description:
It was reported that a malfunction with code malf 16 occurred, necessitating the replacement of the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the pump needed replacement and confirmed the shipping details for the new device. Tandem technical support instructed the customer to use multiple daily injections as a backup therapy and provided guidelines for returning the faulty pump.